Manufacturer narrative:
Batch review performed on 4 june 2025. Lot 189282: (B)(4) items manufactured and released on 09/04/2019. Expiration date: 26/03/2024. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 3 years and 2 months after the primary surgery, the surgeon upsized the liner (from 9mm to 11mm) and the surgery was completed successfully.